Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. Pump drug information was not reported. It was reported that the patient was having a problem with the pump system. When the patient was connecting to the pump, it would go to 90% and that was where it stopped. The patient had timed it and it had come up to a little over 8 minutes before it would come back on and it started at 4 minutes. Per the patient, this issue had been occurring for a couple weeks. The patient mentioned that sometimes they couldn't get it to connect at all and had to shut the whole thing down and start over. Patient services walked the patient through clearing data and attempting a bolus. Troubleshooting steps taken with patient services resolved the issue. The myptm software version was 1.0.